Event description:
(B)(4); it was reported that a pt, with a history of hydrocephalus, required revision surgery due to shunt malfunction. During the revision, the surgeon noticed the shunt was broken at the valve site. The surgeon reported that the shunt was defective.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. The lot number reported did not correspond to the reported catalog number. Follow-up info was not possible to obtain since no contact info was provided. A review of the complaint history found no complaints for this lot number. A review of the mfg records showed no anomalies.